Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
The literature article entitled, "resurfaced allograft-prosthetic composite for proximal tibial reconstruction in children" written by laura campanacci, md, nikolin ali, md, jose manuel pinto silva casanova, md, jennifer kreshak, md and marco manfrini, md published by the journal of bone and joint surgery, incorporated 2015 was reviewed. The article's purpose was to report the results in a consecutive series of children treated with intra-articular proximal tibial resection (patients with high grade bone sarcoma and one for aggressive giant cell tumor) and reconstruction with use of precision-matched rotating platforms of an unconstrained tibial component of a total knee replacement system to resurface a proximal tibial allograft that is then fixed to the residual tibia by a plate. Data comprised of nineteen children and it is noted that the products were depuy lcs mbt system and non-depuy systems. The article provides a table for further description of the patients but does not provide which implants were utilized in each patient. The article also does not identify which products were associated with specific adverse events. The article does not provide adequate information to determine accurate quantities. Cement manufacturer is unknown and patella resurfacing was not performed. Depuy products utilized: lcs complete (femoral component, mbt with poly insert). Generalized adverse events: infection with soft tissue necrosis (treated by debridement's and eventual leg amputation), transient peroneal nerve palsy (interventions not identified), tibial fractures (treated by revision including tibial component), joint instability (no interventions provided and root cause not identified).